Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but was provided no additional information regarding the event. The bronchoscope referenced in this report was returned to olympus for evaluation. The evaluation revealed that approximately 55 mm of the bending section was cut or torn apart from the distal end. The internal elements in the bending section were exposed. The user's experience was attributed to user mishandling as it was determined that the size of the tracheal tube used with the bronchoscope was smaller than the actual outer diameter of the bronchoscope. The tracheal tube used during the procedure was said to be 6 french or 2mm, while the outer diameter of the bronchoscope is 5.5mm. The bronchoscope was refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure, the bronchoscope was used on a patient with a 6 french tracheal tube. After advancing the bronchoscope three inches the bronchoscope reportedly became stuck and the user had to cut the insertion tube of the bronchoscope in order to remove it. There was no patient injury reported.